Event description:
The patient's system was explanted due to infection at the pocket site. The pt was treated with antibiotics and is reportedly doing well.

Manufacturer narrative:
The explanted products were discarded by the medical facility and wil not be returned for eval. A review of the ipg's sterilization records was found to be satisfactory. This is the final report.